Event description:
It was reported that the patient presented in the emergency room. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.